Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the lens is cloudy. The hospital reported that no pt injury had occurred.